Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34y3w implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction. It was reported that there was a product issue with both the lead and the ins/system during a procedure. The rep reported that there was lead migration/dislodgement (not around/entangled internal organs) and that the lead was fractured/damaged/broken. The rep described the damage as the lead being tangled and twisted. There were no stimulation issues as a result of this issue. No troubleshooting was performed and the cause was unknown. The rep also reported an issue with the ins in the pocket, stating that there was fluid in the pocket. No troubleshooting was performed and the cause was unknown. The system was explanted on (B)(6) 2026, and the issue was reported to be resolved. The rep was unable to determine return status; the hospital was in possession of the device. They stated the customer was notified that the product should be returned.